Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer had reservoir leak. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. The spouse stated that the reservoirs bottom came out and insulin got into the insulin pump. The spouse stated that they had already received a new insulin pump the reservoir will not be returned for analysis.